Event description:
It was reported that during set up of a procedure, the motor drive unit was getting hot while being used. Back up device was available. No surgical delay nor further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during set up of a procedure, the motor drive unit was getting hot while being used. There was no delay and a back up device was available. There was no patient involvement.

Manufacturer narrative:
Internal complaint reference (B)(4). B5: event description updated. H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the returned device and the reported event. A visual inspection found a discolored cable. A functional evaluation revealed a noisy motor. The motor/gearbox could not be removed from the housing for further assessment. No overheating was noted a review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat event. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed, and the root cause was associated with a mechanical component failure. Factors which can contribute to overheating include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). H6: type of investigation codes updated.